Event description:
It was reported that an aero-c peek cage at c3/4 migrated post-operatively. Fusion has been achieved. Revision surgery is not scheduled or planned at this time.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. These implants are a temporary fixation device until fusion is achieved. Since fusion was achieved, implant had served its purpose. Most likely the cause of the reported event is fatigue over time.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an aero-c peek cage at c3/4 migrated post-operatively. Fusion has been achieved. Revision surgery is not scheduled or planned at this time.